Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "intracapsular rupture," "pain and body inflammation,¿ "periprosthetic fluid," and "rounded anechoic images of 3 to 5 mm that could correspond to simple cysts."

Event description:
Healthcare professional reported "intracapsular rupture," "pain and body inflammation,¿ "periprosthetic fluid," and "rounded anechoic images of 3 to 5 mm that could correspond to simple cysts not device related" against left side device. Device remains implanted.